Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. A piece of blue skived dilator material in gauze was also returned. Skived material exited the distal end of the dilator when the guidewire was inserted and advanced through the returned dilator; no resistance was noted. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. Swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the non-abbott needle was unable to be inserted through the introducer. A second attempt was made and transseptal was successful. A guidewire was attempted to be inserted through the dilator but would not advance. The dilator was removed and the guidewire was inserted through the sheath and the procedure was completed with no adverse consequences to the patient. Flushing the dilator outside of the patient was not possible so the needle was inserted through the device and skived material was noted. No stylet was used with the non-abbott needle.